Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for shaft detachment from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an un-specified procedure, the 2.5 x 18 mm xience v stent delivery system (sds) was un-packaged, but it was observed that the proximal sds shaft was separated; therefore, the device was not used. A new xience v sds was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.